Manufacturer narrative:
Mfg site name - (B)(4) medical. Visual examination revealed that only the clip assembly was returned for analysis. It was noted that there was a tubular mesh of unknown origin stuck on the clip assembly. One clip arm was locked into the capsule and was bent, while the other was not locked into the capsule. The capsule tabs were partially open. A functional evaluation could not be performed as the clip assembly was detached from the delivery system. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, they tried to open the clip and the clip fell into the patient in an open state. The detached clip was retrieved with a non-bsc device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, they tried to open the clip and the clip fell into the patient in an open state. The detached clip was retrieved with a non-bsc device. The procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.